Event description:
It was reported "'I have heard from two of the ICU app's that the arrow arterial line kit has a bent arriving in the kit. This results in new product being added to the kit.' This has happened in more than 2 kits." There was no paitent involvement therefor no harm or injury. Associated MDR number include 9680794-2024-00141 and 9680794-2024-00243.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 27-feb-2024, should be retracted.

Event description:
It was reported "'I have heard from two of the ICU app's that the arrow arterial line kit has a bent arriving in the kit. This results in new product being added to the kit.' This has happened in more than 2 kits." There was no paitent involvement therefor no harm or injury. Associated MDR number include 9680794-2024-00141 and 9680794-2024-00243.